Event description:
Customer reported an issue with the pump malfunctioning during an update, which was stuck at 60% completion for 20-30 minutes and resulted in a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, although the pump could not be turned off. Consequently, a replacement pump was arranged, and the customer was advised to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. The customer was instructed to return the faulty pump using a pre-paid label within 10 days and to allow the pump¿s battery to fully deplete before sending it back.